Event description:
Patient fell several weeks post primary with subsequent issues with stability resulting in repeated falls leading to revision. Per revision op report: "surgical findings: instability, loose femur and tibial component with fibrous in-growth".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.